Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: e1-last name = (B)(6); e1- initial reporter establishment name = (B)(6); e1-address 2 = (B)(6); e1-city = (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lg cover glass is severely chipped; insertion part has multiple dents; universal cord is broken and bubbled; distal end and proximal end of the light guide bundle are severely broken and yellowed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had abnormal image. The issue was found during set up for use. There were no reports of patient harm.